Manufacturer narrative:
Service representative confirmed that, the system did not boot even though power was applied and the proper power button was pressed. Checked power from wall and it was optimal. Measured power on ps1 and 5 volts was low - 4.8 volts dc. While actively following proper esd procedures, I reseated all boards in workstation. Adjusted 5 volts to 5 .07 volts and turned system on and restored cmos settings. System functioned the way it was intended.

Event description:
Customer reported, the system did not boot. The power plug was properly inserted into a wall outlet and the green power button on the work station was fully depressed.